Event description:
During evaluation of a returned homechoice device, a high drain error 101 alarm was identified in the log. The alarm occurred on (B)(6) 2014 11:25:03 during the night drain cycle one. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. Upon conclusion of the investigation, the cause of the reported issue is undetermined. Should additional relevant information become available, a supplemental report will be submitted.